Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found that the receiver was dirty with moisture intrusion under the lcd screen, corrosion on usb connector and a loose label. An attempt to perform functional testing was made; however, the receiver would not turn on. The receiver case was opened and the receiver failed internal visual inspection, as moisture damage was found on the main board. There were no burn marks or smoke residue. The reported event was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver stopped working. No additional event or patient information is available.